Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering found a piece of the left scissor blade to be broken off from the instrument, the broken piece was returned. The blade fractured at the cross section of the grip cable crimp resulting in half of the cable crimp to be exposed. The fractured plane of the blade is nearly straight. No other damage was found.

Manufacturer narrative:
This MDR is being submitted for retrospective activity performed relating to field action number 2955842-051613-005 to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube.

Event description:
It was reported that during a da vinci s hysterectomy procedure, the tip of the monopolar curved scissors instrument broke and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.